Manufacturer narrative:
The lens was returned in a clear liquid inside a specimen cup. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a non-qualified handpiece. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the surgeon¿s opinion the patient is unlikely to be able to tolerate or adapt. Multifocal non-toric 21.0 diopter, add power +2.2 & 3.2 lens was replaced with a monofocal toric (1.50cyl), 21.5 diopter lens model. Due to the exchange of a multifocal non-toric lens to a monofocal toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the consumer experienced glare and halos at night. The lens was later exchanged in a secondary procedure. Additional information has been requested. There are two medical device reports associated with this event. This report is associated with the left eye.